Event description:
The medium staple was being made to attach a ligament. Two staples were bent while being used. The third staple broke part way down one time. The piece was recovered. The physician went to the large staple and was able to successfully complete the procedure.